Event description:
It was reported that the patient presented for a new implant procedure. After positioning the right ventricular (rv) and right atrial (ra) lead, it was found under fluoroscopy that the ra lead dislodged from its position. The physician positioned it again and the pacing lead impedance was found to be low. The ra lead was replaced during the procedure. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events were dislodgment, and low lead impedance. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of low lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.